Manufacturer narrative:
The device was returned for analysis. The reported guide and foot separation were confirmed. The reported difficult to advance and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incident reported from this lot. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation determined that it is likely that the challenging anatomical conditions contributed to the reported difficulty to advance. High angle of insertion, excess downward force, or aggressive downward or torsional pressure likely contributed to the guide separation. Compromised foot functionality and removal of the device against resistance likely led to the foot separation and subsequent device entrapment. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a left superficial femoral artery interventional procedure using a 6f sheath. Reportedly, resistance occurred during insertion of the device but the decision to proceed was made. The lever was returned and the foot closed prior to device removal attempt; however, resistance was felt upon retrieval of the proglide device. The device was pulled by force. A foot and guide separation occurred. Contralateral access was obtained to snare the separated sheath. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The device was disassembled by the operator and cut outside the patient anatomy in search of the separated foot piece. The separated foot piece was not located or retrieved. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier excessive force was added to capture the use of force during removal of the device.